Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one egia trs 60 amt articulating reload. The event report alleges the product was used in a surgical procedure. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue occurred during use of the device in a colectomy / end to end anastomosis. The surgeon was on the fourth firing to close the entry hole. The surgeon clamped the tissue, pushed the green button and attempted to squeeze the handle but it was stiff. The sales representative confirmed that the yellow shipping wedge was still on the reload when it was connected to the handle. To complete the procedure, another device was used. There was no patient injury or extension in surgical time.